Manufacturer narrative:
Na

Event description:
It was reported that the pt was found unresponsive and blue. The ventilator continued to ventilate and did not have an audible alarm when the reported event occurred. The pt has since been terminally extubated.